Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on the investigative results the damage to the packaging materials has been determined to have happened well after distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic bubble was broken and is compromising the sterility of the implant.